Manufacturer narrative:
Additional information: an approximation date.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].

Event description:
It was reported a revision surgery of smith and nephew knee implants.